Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer alleges that the screws broke off where you attach seat fabric to seat frame.